Manufacturer narrative:
Per the bci operator, a volt meter was used to measure the voltage of the crystal residue around power switch and the voltage measured up to 110v at the power switch. The power switch and the harness that holds the power switch was replaced. The instrument was inspected and the safety of the instrument was confirmed prior to putting the instrument back into use.

Event description:
A beckman coulter inc. (Bci) operator experienced a shock resulting from a fluid leak that was later discovered while troubleshooting the cause for an unacceptable retic result was obtained on the unicel dxh 800 coulter cellular analysis system. The operator found tubing disconnected from the retic reagent and reconnected the tubing. The fluid underneath the module was cleaned up. The shock occurred when the operator powered down the instrument and subsequently powered up the instrument (i.e. Turned on the power switch) to perform a system test procedure. The operator did not seek medical attention as a consequence of this event. Further investigation found that the fluid leak had traveled through the power switch and caused some crystallization (moisture) around the power switch. Use of the instrument was discontinued. No erroneous results were reported, as the event occurred during internal verification and validation system testing. The operator was wearing personal protective equipment (ppe). There was no exposure of the fluid (diluent and retic reagent) to mucous membranes or open wounds.